Event description:
The following was reported to hamilton medical ag: summary: no flow due to blocked inspiratory path.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.